Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial MDR in block b5.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) claimed that the field representative forgot to turn the device back after magnetic resonance imaging (MRI) procedure. The patient also mentioned the device was turned back on after three months. The device remains in service. No adverse patient effects were reported. Additional information received confirms that there was no indication that the therapy of the device was inactive and latitude did not support claims being made. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) claimed that the field representative forgot to turn the device back after magnetic resonance imaging (MRI) procedure. The patient also mentioned the device was turned back on after three months. The device remains in service. No adverse patient effects were reported.